Manufacturer narrative:
Four pencils were returned for evaluation and one of the four was found to self-activate in both the cut and coag mode. The internal switch was examined and the visible damage indicated that excessive force was used on the rockerswitch. It is believed that the customer used excessive force on a pencil that either reached life expectancy or an intermittent failure. Product labeling recommends the pencil be tested prior to use to insure proper activation. Additionally, this failure mode is detectable via the loss of tactile feel in the switch mechanism and the generator audio tone will sound. Improvements to the pencil have been made to improve the reliability of the pencil.

Event description:
The customer indicated that the pencil self-activated. The pencil will be returned for eval.